Event description:
It was reported that the customer passed away while wearing the insulin pump. It was stated that the customer went to bed and never woke up. It was stated that the customer had history of several highs and low blood glucose. It was stated that the customer was struggling with a kidney infection. It was suggested that the device may have caused or contributed to a customer's death. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.